Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The iol remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified handpiece and non-qualified viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who indicated that on the third postoperative day, the patient developed anterior chamber cells and flare. Fibrin and vitreous clouding was observed on the fourth postoperative day. The patient was treated with steroids, antibiotics and non-steroidal anti-inflammatory medication. An anterior chamber wash out and a vitrectomy were performed on the fourth postoperative day. The patient recovered after the surgical treatment.